Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging a casing issue with her onetouch verio sync meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not state the date/time that the alleged product issue began. The patient stated that the meter casing around the test strip port prevented the test strip from being fully inserted. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "clammy, shaky and hot" 6 hours after the alleged product issue began. The patient stated that she visited her doctor's office on (B)(6) 2015 at 3:30pm, however she did not receive any treatment. At the time of troubleshooting, the csr noted that there was no indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed symptoms which meet lifescan¿s criteria for a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1, device evaluation: the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue was noted. The test strip vial's lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.